Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device returned noted surgical-like damage to the device buckle, band tubing and the band ring. We believe the damage was likely caused during surgery to remove the device. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation". "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage".

Event description:
Reported as a lap-band system removed, because it was "divided". Event clarified as during revision surgery band slippage was noted and the tube divided during removal of the device. The slippage was discovered during revision surgery for an intra abdominal adhesions, hiatal hernia and dastroesophageal reflux disease procedure. A new ap lap-band system was replaced.